Event description:
It was reported that the patient was having issues with the flowmeter ball dropping on her own third-party concentrator when connected to the life2000 device. The customer stated that when setting the concentrator to 2l o2, the flowmeter ball drops to 0 when connected to the life2000 device, and it quickly rises when she returns to her normal o2 via nasal cannula. The patient noted the spo2 level dropped to 82-89%. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the patient was having issues with the flowmeter ball dropping on her own third-party concentrator when connected to the life2000 device. The customer stated that when setting the concentrator to 2l o2, the flowmeter ball drops to 0 when connected to the life2000 device, and it quickly rises when she returns to her normal o2 via nasal cannula. The patient noted the spo2 level dropped to 82-89%. There was no report of device malfunction. The patient is a 62-year-old female with relevant medical history of chronic respiratory failure, and copd. A device trainer visited the patient and replaced the life2000 ventilator. The life2000 equipment was noted to be in good working order. The device was tested and no further flowmeter ball drop on the concentrator was observed. The patient resumed used of the device with no further complication. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The device instruction for use state always have an alternate means of ventilation or oxygen therapy available. The life2000 ventilator involved in this event was returned for inspection. An extended range configuration was set using the returned ventilator with a known good combo hose, patient circuit, and compressor. 5 lpm o2 was bled in with a known good oxygen concentrator, and therapies were ran at low, medium, and high activity levels. No error message nor alarms were observed, and no malfunction found. The returned ventilator performed as intended. The flow meter on the known good oxygen concentrator did not drop below the 5 lpm set point. End of line test were also performed, and all required attributes tested were passed. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient¿s oxygen saturation level was noted to be clinically below normal range (82-89%), the change in the patient's condition was temporary, and no accompanying symptoms such as shortness of breath or dizziness were reported. The patient recovered at home with no medical intervention required to preclude permanent impairment of body function or structure, concluding that a serious injury did not occur. Additionally, the life2000 ventilator involved in this event was returned for inspection and no malfunction was identified, however, information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as patient's underlying pulmonary pathology (chronic respiratory failure, copd). If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. The life2000 ventilator was replaced and the patient resumed use of the device with no further complication.